Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device migration appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 6-4mm amplatzer duct occluder was chosen for implant using a 6f amplatzer torqvue delivery system to close a patent ductus arteriosus (pda). Fluroscopy was used to determine the size of the device. The pda was 0.2mm on the pulmonary artery side. The patient had a type-a pda morphology. The device was deployed in the pda under fluoroscopy after a stability check was performed. No leak was observed. There was no difficulty with implanting the device. After detachment, the device completely dislodged to the aortic side and travelled to the abdominal aorta. The device was retrieved percutaneously. During retrieval, when the device was pulled into the sheath, the device became angled, resulting in a deformed shape. Another 6-4mm amplatzer duct occluder was implanted using the same delivery system. The physician believed that the cause of the embolization was possibly due to the device not being sufficiently pulled into the pulmonary artery side. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.